Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred after customer descended from 8,000 to 6,000 feet. Customer was not sure cause of alarm and speaker holes may have been blocked by skin along with humidity. After 2 hours, customer reloaded the same cartridge and alarm cleared. Customer's blood glucose was 268 mg/dl.